Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had an alert for non-sustained rv far p-wave oversensing via remote transmission. The patient was asymptomatic. Programming changes were recommended.